Manufacturer narrative:
A ge representative evaluated the system and could not reproduce the reported problem. The ge representative inspected and reseated circuit boards and connectors as a precautionary measure. The system operates as intended. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported the x-ray alarm was beeping after the exposure button had been released, and the system displayed a communication failure. No report of patient injury.